Event description:
A respiratory therapist from the home healthcare company reported. "Ventilator stopped delivering volume to patient. Machine made sounds but zero deliver". No allegation of patient harm. Inop alarm was activated.